Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage with an infusion set as the extended infusion set (ewis) 6mm needle 60cm tube length starts to leak after 4 days of use indicating that it may be that the insulin accumulates under the skin and therefore becomes hard and no more insulin enters the body. The location of the leak was reported to be tubing however, the tubing did not come apart and there were no visible damages on the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.